Event description:
It was reported during inspection for use, no image appeared through the videoscope. Additionally, the connector section became hot. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: video connector damaged (scratched). A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure olympus will continue to monitor field performance for this device.